Manufacturer narrative:
Manufacturing site: (B)(6). Attempt was made to gather thorough event information during complaint processing; the physician commented that it was difficult to remove the wire because it was advanced too far down the peripheral during kissing balloons. He should have used a microcatheter to support wire removal when the wire became trapped. It was not product quality related incident but his technique. After the pci, the patient was without problem related to the separated tip. The subject guide wire was returned to the manufacturer for evaluation. The coil wire was found elongated for approximately 65mm from the middle solder designed to be at 30mm from the wire tip. Under the elongated coil wire, the inner coil wire was exposed. Fracture end of the elongated coil wire showed a trace of twisting stress that was generated when coils became straightened due to pulling stress applied upon wire removal. The exposed inner coil wire was microscopically observed. It revealed that the core wire was fractured at approximately 0.5mm from the distal end of the inner coil wire. The twist wire, composed of seven fine wires, was found fractured and those fine wires were unraveled at approximately 7mm from the distal end of the inner coil wire. Both fracture ends of the core wire and twist wire turned into cone shape, indicating that both wires were fractured due to tensile stress. Measurement of each length of composing wires showed that the core wire and coil wire were fractured at approximately 6.5mm and 13mm from the wire tip respectively; the twist wire was fractured at the distal solder. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that wire fracture occurred due to tensile stress exceeding the wire's product design limit that was inadvertently applied while the guide wire was being trapped by peripheral vessel. The trapping situation was assumed to occur when balloons pushed the guide wire further down the peripheral. Upon removal of the guide wire, it was presumed that the core wire and the twist wire first became fractured followed by elongation and fracture of the coil wire. There was no indication of product deficiency. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire was fractured and its separated tip remained in the anatomy during a percutaneous coronary intervention (pci) to treat a 90-99% stenosis in the left main through lad #6. After the subject wire successfully crossed the lesion, a drug eluting stent was deployed in the left main through lad #6. After stent deployment, a non-asahi guide wire was advanced to the lcx in order to perform kissing balloon technique. When kissing balloons, the subject guide wire became trapped in the distal lad. Although resistance was felt, the physician forcefully removed the guide wire out of the vasculature when the wire tip became fractured. As the separated tip remained in the peripheral vessel which had no hemodynamic impact, the physician decided not to retrieve the separated tip and left it as is.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.